Manufacturer narrative:
A follow up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported finding fluid outside of the cassette when the cassette was removed following treatment. The cycler was replaced. During follow up the patient reported that she had no adverse event related to the leak.

Manufacturer narrative:
The internal, visual inspection showed that there were indications of dried fluid inside the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. During an initial simulated treatment test, an ¿hb make sure hb is on ht tray and unclamped¿ support message occurred in fill 1. Hp1 filter was removed and replaced and found to be blocked. After replacing hp1, a subsequent simulated treatment was performed and completed without any failures or problems. The reported complaint symptom ¿fluid leaking¿ was not confirmed during testing. The reported complaint symptom ¿hb make sure hb is on ht tray and unclamped¿ was confirmed. The internal inspection showed that there was dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.